Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was discovered broken by the surgical processing department staff. It was noted that the surgeon hit the device during the surgery. No pieces were retrieved or retained by the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The product was returned fractured through the worn instrument program and scrapped on (B)(6) 2016. Visual and dimensional evaluations could not be performed. A device history records review was performed and no discrepancies were identified. A review of the complaint history determined that no actions are required at this time. The sales representative reported that, "the surgeon did strike the femoral inserter, [but] I cannot say whether or not this is how and when the device broke." Per the package insert, it is a known risk that impactor pads would fracture upon impaction. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.